Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few months. The customer could not provide specific details however, the customer believes the battery is depleting within one day. There was no impact to the customer's blood glucose level. The customer declined troubleshooting for the reported issue.